Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug. The indications for use was non-malignant pain. It was reported that the patient had to restart the application because it timed out while they were requesting a bolus. The patient stated the issue started two months ago but it had been getting worse in the past two weeks. The patient mentioned they were seeing a stall at 91% when requesting a bolus as well. The manufacturer's patient services specialist (pss) consulted with healthcare it and they walked the patient through some steps. The patient was able to connect to the pump on the first try with no issue. Additional information was received from the patient who reported that they were still having issues with the handset telemetry stalling/taking a long time. The patient stated that the myptm app often froze or crashed while trying to deliver a bolus. The patient was allowed 6 boluses per day. During the call, the patient did have to cancel and relaunch the app in order to get connected. The patient stated the app would intermittently freeze/crash when the telemetry was somewhere between 70-90%. It was never consistent. Sometimes they would resolve it by closing the app but sometimes they had to restart the whole samsung handset. The patient stated the bolus would sometimes show the bolus had gone thru but sometimes it didn¿t. It was about a 50/50 chance. During the call, while trying to connect a second time, the patient encountered ¿not found.¿ a replacement handset was requested from the repair department because of the chronic telemetry issues and the app crashing/freezing issues. No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID hh9020tdd lot# serial# (B)(6). Product type: product ID tm90t0; serial# (B)(6). Product type: accessory. Product ID a820 lot# serial# unknown. Product type: software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.